Event description:
During t2 humeral nail surgery, the surgeon inserted nail by non-reaming. However, insertion of the nail was difficult, although the medullary cavity was narrow and used the hammer. Therefore, the surgeon removed nail, in order to carry out reaming to the medullary cavity. The most proximal of nail was deformed when the surgeon checked. Therefore, the surgeon changed the deformed nail to another size nail, the surgery was completed.

Manufacturer narrative:
Evaluation summary: deviations in the manufacturing documents and the material were not found. The lot was documented as faultless prior to distribution. Appearance of damage found indicates that the nail holding screw, which had not been inserted to the sufficient length, had been tightened by force while the nail was fixed in wrong position (180 degrees turned to intended position) on the target device. This caused the evident material displacement and breakage at the reception of the nail. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to non-intended use (deviation from surgical technique).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The event involves a device that is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
During t2 humeral nail surgery, the surgeon inserted nail by non-reaming. However, insertion of the nail was difficult, although the medullary cavity was narrow and used the hammer. Therefore, the surgeon removed nail, in order to carry out reaming to the medullary cavity. The most proximal of nail was deformed when the surgeon checked. Therefore, the surgeon changed the deformed nail to another size nail, the surgery was completed.